Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft break occurred. While prepping the 2.50x12mm taxus express2 drug eluting stent (des), the shaft of the device detached 2 to 3cm back from the balloon. The device never entered the patient and no patient complications were reported.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to handling damage.